Event description:
It was reported that the after insertion for a renal cyst procedure, the catheter consistency changed. The physician used the catheter for aspiration and ablation of a left renal cyst. Guidewire for the flexima drainage catheter was inserted. The physician then aspirated the cyst in it's entirety. The physician then instilled 60 ml of dehydrated alcohol into the cyst for ablation, and the catheter was capped. After one hour of dwell time, the patient returned to the CT lab and an attempt was made to aspirate the dehydrated alcohol from the cyst which was unsuccessful. It was determined that the catheter was in pieces with portions remaining in the cyst and another large portion remaining within the chest wall. Dissection of the catheter entry site was performed and a component of the catheter was able to be removed. Under fluoroscopy a majority of the catheter remained within the cyst cavity. The patient was admitted for further care. Four days later, the patient was discharged and will have a follow-up CT scan/ultrasound performed in a couple weeks. The retained piece of catheter is expected to dissolve per physician.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.